Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had a temperature issue. The patient suffered an unspecified physical injury which did not require medical intervention. This injury does not meet animas criteria for a reportable adverse event. This complaint is reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: no activity related to complaint observed in black box or download history. No damage found to battery compartment. No overheating duplicated during testing. Pump electrical current draws found within specification. Pump opened no damage or evidence of internal moisture found.